Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming "cassette not attached properly". There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) seal, and a worn upstream occlusion (uso) seal. There were multiple 'cassette not attached properly' high alarms revealed in the event history log (ehl). Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. As a preventative measure, the dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.